Event description:
Information received regarding the explanted device notes that the patient was dyspneic with atrial fibrillation and a low ventricular rate of about 40 bpm. The ECG showed no pacing spikes and the message "position head" was displayed. No magnet response was observed.